Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the al326 instrument was introduced by the surgeon and attempted to apply clips. The instrument jammed, attempted 3 times, and then 3 clips were released at the same time. Another instrument was used to complete the case. There was no consequence to the pt.